Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer dropped the insulin pump on the floor and the lcd screen split. The insulin pump compartment is cracked in two places. The customer's blood glucose was 117 mg/dl. No further information was reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump had ac racked and bleeding lcd glass noted.